Manufacturer narrative:
Concomitant medical products: product ID: 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report the patient ¿has a staph infection on the leads." Caller also reported that the patient alert tone was going off multiple times a day. It was further reported the patient subsequently died. Follow up indicated the patient was placed in hospice and had the implantable cardioverter defibrillator (ICD) turned off. There was no other information was made available.